Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech knee replacement study, approximately one-month post ltka, the patient 0n (B)(6) 2020 clinic visit, subject presented with a hematoma on his left tka, and was placed in a knee immobilizer. At (B)(6) 2020 visit, subject had increased drainage and was scheduled for a revision on (B)(6) 2020 with I&d. This patient has a history of infection in this knee. The event is not related to the device but possibly related to the procedure. Information received from clinical study database. The device will not return due to clinical study policy. Outcome was reported as resolved. No other information available at this time. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.

Manufacturer narrative:
Concomitant medical products: femoral component (cat# 02-010-06-0240). Femoral stem (cat# 02-012-64-1680) . Tibial tray (cat# 02-012-45-4040). Femoral augments (distal) (cat# 208-05-04). Tibial stem extension (cat# 02-012-64-1480). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately one-month post ltka, the patient on (B)(6) 2020 clinic visit, subject presented with a hematoma on his left tka, and was placed in a knee immobilizer. At (B)(6) 2020 visit, subject had increased drainage and was scheduled for a revision on (B)(6) 2020 with I&d. This patient has a history of infection in this knee. The event is not related to the device but possibly related to the procedure. Information received from clinical study database. The device will not return due to clinical study policy. Outcome was reported as resolved. No other information available at this time.